Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior, yellow particles and crease fold. Leak test and microscopic analysis were performed which identified an opening crease (smooth), and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease (smooth) on posterior due to fold (flaw) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Device was explanted.